Manufacturer narrative:
The adverse event is deemed serious as it required medical/surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the pt. Reported to the FDA on (B)(4) 2012.

Event description:
Report was identified during a recent FDA inspection at the mfg facility. (B)(4). Complaint description: unable to deflate the balloon, had to undergo cystoscopy to remove the catheter.